Event description:
The customer reported being hospitalized for diabetic keotacidosis six times within a two month period. The customer did not provide the dates of hospitalizations. It was mentioned that the insulin pump had been erasing the settings, therefore, causing the hospitalizations. Troubleshooting was not performed as the customer has been off of the insulin pump for the past six months.

Manufacturer narrative:
No memory anomaly was noted on the insulin pump. The insulin pump was unable to prime during the prime test due to a prime/fill anomaly.